Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the ECG "c&d" cables was pulled from the strain relief and missing. The root cause for the strained and missing cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
While investigating an electrode belt for an unrelated issue, a reportable problem was discovered. An electrode belt cable was found to be damaged.